Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis did not confirm the reported allegation however, the lead was returned in two segments. The lead was severed 7.3 centimeters (cm) from the terminal end. Setscrew marks were in the correct location on the terminal pin. Noted a cut/cuts in the outer insulation likely explant damage. Visual inspection showed a deformed helix, stretched-out and/or bent. Continuity testing passed indicating conductors are intact.

Event description:
It was reported that this right ventricular (rv) lead caused some inflammation of superior vena cava (svc) therefore needed to be stented. Additionally, the physician might have injured the sinus node during the balloon angioplasty of the svc. The lead was explanted. No additional adverse patient effects were reported.